Manufacturer narrative:
(B)(4). Batch #m93c01. Additional information was requested and the following was obtained: were the jaws difficult to open and/or close? Yes, it was hard to open and close the jaws. Did the jaws open? Jaws were opening difficultly, sometimes they even locked. Did the jaws close? Yes, the jaws closed. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, two devices opened first time for this procedure. Their jaws didn't open exactly; stuck and locked. Also it was seen that the knife of one device was broken. Another device was used to complete procedure. There were no adverse consequences for the patient reported.